Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the transesophageal echocardiography (tee) examination prior to the procedure, fluid was already visible in the pericardial cavity at the junction between the left upper pulmonary vein and the laa. As the was introducer was advanced into the laa with the aid of the pigtail, it brushed against the wall of the coumadin ridge. Pericardiocentesis was successfully performed and no other intervention was needed. The entire procedure was performed in general anestesia. The patient subsequently regained consciousness with stable vital signs. The physician believed that the pre-existing pericardial effusion and the rubbing of the introducer against the already fragile wall of the auricle may have caused its damage. No further information was provided at the time of this report.